Manufacturer narrative:
The device was received, and an evaluation is complete. The service history record review did not identify any issues during the service of the device that may be related to the current complaint. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be a failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a delayed keypad response. No additional information is available.